Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch and it was reported that the cassette had leakage during infusion. There was patient involvement but no patient harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information: (B)(6).